Event description:
Medtronic received information that charge/battery lasts less than expected, unexpected battery power loss occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version = 5.2a. Retainer ring = black. On (B)(6) 2021 the customer alleged unexpected battery power loss and and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and cracked case above arrow and battery icon identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found these battery related alarms: insert battery alarm on 05/24/2021 at 09:59:10. Power loss alarm on 05/08/2021 at 21:43:22 and 21:43:30. Replace battery now alarm on 05/08/2021 at 21:32:00 and 21:42:00. Replace battery alarm on 05/08/2021 at 21:01:00 and 21:11:00. Low battery alarm on 05/08/2021 at 11:30:00, and on 05/24/2021 at 09:29:00. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement. No unexpected insert battery, power loss, replace battery now, replace battery, and low battery alarms during testing. Customer alleged for power loss alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was confirmed where high impedance on the sleep current measurement was noted.